Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2004 -- upper and lower incisional hernia repair with composix kugel mesh. On (B)(6) 2005 -- recurrent incisional hernia repair with composix kugel mesh. On (B)(6) 2008 -- recurrent incisional hernia repair with composix mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on a review of the provided medical records, the pt underwent repair of a recurrent hernia after implant of the composix kugel mesh. However, the medical records do not indicate that the previously placed mesh had failed or that there was an issue with the mesh. The surgeon stated: "this mesh was fully incorporated into the abdominal wall and peritoneal space. There was no migration or movement of the mesh. There were no intestinal adhesions to the mesh. The mesh was flat and intact." There is no indication that the device contributed to the recurrence, however it is listed as a potential adverse reaction in the product's instructions for use. A manufacturing review did not find evidence of a manufacturing related cause for the alleged event. Additionally, the mesh does not appear to have been explanted. Based on the medical records provided, no device failure has occurred.